Manufacturer narrative:
The device was not returned for analysis; however, data logs was received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Corrected: d6a - date of implant.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery. Next course of action is underdetermined.

Manufacturer narrative:
The device was not returned for analysis; however, data logs was received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported all troubleshooting was unable to recover the patient's ipg. Surgical intervention may be pending to address the issue.